Event description:
It was reported that during a total gastrectomy, the device would not cut completely. Anastomotic leak was found at leak test. A different device was used to complete the procedure after additional resection. There was no adverse consequence to the patient.